Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one hour after implant the patient experienced low blood pressure and coded. It was noted the patient also experienced perforation, tamponade and pericardial effusion. The right atrial (ra) lead had exhibited perforation and no capture. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.